Manufacturer narrative:
Follow-up # 1 date of submission 04/14/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 04/02/2015 with the following findings: a review of the pump history was not able to confirm partial boluses occurring. The pump history showed that the pup was suspended at the time of the reported issue. A 10 unit normal bolus was performed successfully. A bolus was attempted while the pump was suspended and the pump displayed ¿no delivery. Pump is suspended¿ warning appropriately. The unusual issue was not able to be duplicated during investigation. No defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter alleged that the user¿s doctor found error messages on the pump that caused boluses to be cancelled. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.